Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. Product was provided for investigation. The allegation was confirmed via product. The probable cause was determined to be low count aberration. No additional patient or event information is available.

Event description:
It was reported that a wearable failure occurred. The wearable is inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the sensor failed at 11:30 am while she was sitting at the airport. She didn't wear the sensor from that moment until she arrived at her destination; she just did a manual finger prick test. Values were not described. At night on the same day, she had a seizure for a minute and it was around 7:00 pm. She drank an orange juice with the help of her family. 10 minutes after, they did a manual finger prick test, which does show low. She drank another orange juice. 10 minutes after, they did another finger prick test which was 37 mg/dl. While doing those, her family also called emergency. She declined to have the emergency personnel come since they could manage from there. There was no documentation of further medical evaluation or intervention. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.